Manufacturer narrative:
The data logs confirm the low flow and low pulsatility in the motor current as well as the loss of placement signal after reconnecting the patient cable. The product was returned with a cut catheter so the failure modes were unable to be reproduced. A large thrombus was found in the outflow located on the back of the optical sensor. The root cause of the low flow was determined to be ingested biomaterial. The imc logs were reviewed and show evidence of a communication error between the console and the eeprom while reading the previously calibrated g0 value. The software read this value as zero and the placement signal is lost as a result. This failure indicates corruption on the eeprom. The root cause of the optical signal failure was determined to be a corrupted eeprom.

Event description:
The user facility reported a 43-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a no flow issue with an impella device. During patient support, the placement signal was lost and the measured motor current was flat. The patient subsequently crashed that same night and was supported with extracorporeal membrane oxygenation (ECMO). The impella device was removed the following morning to prevent a potential recurrence.